Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed visual inspection. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. The receiver passed internal visual inspection. A review of the receiver data log confirmed hardware error hwbbt in addition to a receiver battery failure. The customer complaint was confirmed. The root cause was determined to be a bad receiver battery in addition to a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.